Event description:
The customer reported the system had poor image quality with no last image hold. Also, no keyboard functions. No patient injury was reported.

Manufacturer narrative:
A ge rep conducted an on-site investigation. The software was found to be corrupted. The hard drive was replaced and the software reloaded. Also, the pcb's were reseated. The video switching board c89 was adjusted. The unit was then functioning properly and returned to service.